Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the device fell onto cement, and although the device remained functional, the user interface inputs were unreliable, resulting in missed or incorrect actions such as intended meal announcements. Symptoms included hyperglycemia with a reported high of 400 mg/dl. Outcomes included no hospitalization or medical intervention. Investigation included collection of event details and receipt and inspection of the returned device. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact, leading to compromised usability and potential input errors. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage resulting in device damage and reduced performance.